Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding / heavy bleeding every 2 weeks for 10+ days / excessive bleeding") in an adult female patient who had essure (batch no. 624484) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, dysmenorrhea, menometrorrhagia, uterine enlargement, painful intercourse, menses irregular, breast tenderness, weight gain, bloating, irritability, headache, adenomyosis and frequency of menses. Specimen: endometrial biopsy. Gross description: received in formalin labeled with the patient's name and "endometrial biopsy" per requisition (the container is not labeled with the specimen site) are multiple fragments of reddish-tan tissue measuring 2.5 x 1.0 x 0.3 cm in aggregate. Concomitant products included ibuprofen (motrin). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines with period"), alopecia ("hair loss"), abdominal pain lower ("painful cramping") and polycystic ovaries ("polycystic ovary") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy bilateral salpingectomy right oophorectomy.). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, migraine, weight increased, alopecia, abdominal pain lower and polycystic ovaries outcome was unknown. The reporter considered abdominal pain lower, alopecia, genital haemorrhage, migraine, pelvic pain, polycystic ovaries and weight increased to be related to essure. The reporter commented: 3 coils on right and 2 coils on left diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: impression: uterus appears normal. The endometrium appears normal. The bilateral ovaries appear normal. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding / heavy bleeding every 2 weeks for 10+ days / excessive bleeding") in an adult female patient who had essure (batch no. 624484) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, dysmenorrhea, menometrorrhagia, uterine enlargement, painful intercourse, menses irregular, breast tenderness, weight gain, bloating, irritability, headache, adenomyosis and frequency of menses. Specimen: endometrial biopsy. Gross description: received in formalin labeled with the patient's name and "endometrial biopsy" per requisition (the container is not labeled with the specimen site) are multiple fragments of reddish-tan tissue measuring 2.5 x 1.0 x 0.3 cm in aggregate. Concomitant products included ibuprofen (motrin). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines with period"), alopecia ("hair loss"), abdominal pain lower ("painful cramping") and polycystic ovaries ("polycystic ovary") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy bilateral salpingectomy right oophorectomy.). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, migraine, weight increased, alopecia, abdominal pain lower and polycystic ovaries outcome was unknown. The reporter considered abdominal pain lower, alopecia, genital haemorrhage, migraine, pelvic pain, polycystic ovaries and weight increased to be related to essure. The reporter commented: 3 coils on right and 2 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: impression: 1. Uterus appears normal. 2. The endometrium appears normal. 3. The bilateral ovaries appear normal.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.